Manufacturer narrative:
The user reported differences between sensor glucose readings and glucometer measurements on (B)(6) 2025. Following escalation and review, a sensor replacement was approved due to system performance concerns, and a return material authorization was issued for further evaluation. The sensor was not returned to senseonics by the time of complaint closure. A review of the user's data confirmed that the user was later inserted with a new sensor on (B)(6) 2026. A review of available system data showed overall good agreement between sensor glucose and blood glucose values, with periods of glucose variability around the reported timeframe. Optical instability was observed in the in-vivo data around the time of the reported concern, which could not be further evaluated without the physical device returned. Potential root causes may be physiological or environmental conditions affecting the sensor in vivo or possible issues with the sensor itself. The user was provided with a new sensor as part of resolution.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading. The patient observed measurement deviations between cgm and blood glucose (bg) and provided several examples for review. The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.